Event description:
It was reported that during routine replacement of the implantable cardioverter defibrillator (ICD), the torque wrench would not engage with the set screw in the device header. The physician pulled the rubber seal out of the header and observed that the set screw was not present; the torque wrench had gone directly into the barrel of the header. The right ventricular lead was removed from the header without complication. The replacement procedure was completed and the ICD is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. It was additionally reported that the setscrew was not located. The details of the device implant (location and implant date) were not available.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population. However, this capacitor behavior can still occur in non-advisory devices. It was also concluded that the damage to the set screw and the seal plug was induced. There was no indication that the set screw was missing from the device prior to explant.

Event description:
It was reported that during routine replacement of the implantable cardioverter defibrillator (ICD), the torque wrench would not engage with the set screw in the device header. The physician pulled the rubber seal out of the header and observed that the set screw was not present; the torque wrench had gone directly into the barrel of the header. The right ventricular lead was removed from the header without complication. The replacement procedure was completed and the ICD is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. It was additionally reported that the setscrew was not located. The details of the device implant (location and implant date) were not available. Subsequently, the device was received, and analysis completed.